Event description:
It was reported via repair work order that there was no power to the bed due to a damaged inlet filter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation discovered that the power cord was missing not damaged as reported. Power cord was missing will result in caregiver annoyance. Additionally, it is not likely to harm the patient as it would be clear to the user why bed functions would be unavailable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the bed had no power as the power cord inlet filter and power cord were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.